Event description:
Unconfirmed reports of catheter fractures during removal by clinicians resulting in surgical intervention. Catheters apparently fractured at 50 cm ink markings during pulling for device removal by different users. MFR rec'd report from field salesman; MFR has been unable to confirm accuracy of the report thru the user facility. The number of MDR reportable incidents is not known, but the field rep reported a total of five (5) customer complaints.